Event description:
Surgeon was performing a lap adrenalectomy, during the tissue fusion process the surgeon and staff noticed that it was not sealing the tissue between the jaws. The surgeon attempted to repeat the cycle, when the instrument did show signs of working it was taking in excess of 5-10 secs to work. Corrective action taken relevant to the care of the pt: no harm to pt, new instrument opened. Pt outcome: case successful after new handpiece opened. # patients involved: 1. (B)(6) 2014 add'l info: unk if there was an end tone. No bleeding was reported. Unk what type of tissue/vessel was being sealed. Pt info is unk

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report ill be submitted.